Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen, battery life was diminished, rejected new battery and buttons were harder to pressed sometimes has to pressed twice. No harm requiring medical intervention was reported. Customer stated that insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.